Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 276 mg/dl and 50 mg/dl at the time of incident and the customer experienced the nausea. The customer¿s other blood glucose levels are 300 mg/dl. The customer was treated with food for low blood glucose and for high blood glucose treated with a bolus. Customer has been using insulin pump system within 48 hours of reported low blood glucose event and high blood glucose events. Based on customer¿s report customer did not allege insulin pump was over delivering as well as under delivering. The customer reported that they performed displacement test and high pressure test and both the test passed. The customer reported that the insulin exited at the quick release. The customer also reported that the auto mode feature was active and was automatically adjusting insulin at time of event. The insulin pump will not be returned for analysis.